Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the processor pca for which the customer ordered a part for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer ordered the processor pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device fails the test. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device is not going through the test. The checks showed that the processor pca part of the device was defective according to the failure detection. There¿s no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.